Event description:
It was reported that the patient presented for an implant procedure. During the operation, it became apparent that the right ventricle (rv) lead failed to capture. The rv lead was not utilized. The physician decided to proceed with an alternative rv lead, successfully completing the procedure. Throughout, the patient's condition remained stable.